Event description:
It was reported that the patient was admitted to the hospital after a fall presumably due to parkinson's disease symptomatology on (B)(6) 2009. Because of a "shabby habit" a care-level was requested and the patient was given risperidone. The stimulation parameters at the time of the event were as follows: 'on', left: 2,7 volt, 130hz, 90usec; right: 2,7volt, 130hz, 90usec. The patient recovered from the event on (B)(6) 2009. In the follow-up, the care-level was no longer requested and risperidone was stopped. The event was noted as possibly related to stimulation, and possibly related to medication or a preexisting/underlying disease.

Manufacturer narrative:
Product ID 748251, serial # (B)(4), product type extension; product ID 748251, serial # (B)(4), product type extension; product ID 3389-28, lot # b0857144k, product type lead; product ID 3389-28, lot # b0857145k, product type lead.